Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The separation was confirmed. The difficulty to remove/guiding catheter resistance could not be replicated in a testing environment due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) instructs the physician that if resistance is noted during withdrawal, to re-inflate the device to nominal pressure, pull negative for 30 seconds, and gently remove. Additionally, failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss of or damage to the stent and/or delivery system components.

Event description:
It was reported that the target lesion was located in the mid left anterior descending artery (lad) with no tortuosity and no calcification. It was a simple case with no pre or post dilatation performed. The 4.0 x 12 mm xience xpedition stent was implanted at the lesion. During withdrawal of the stent delivery system (sds), resistance was encountered with the guiding catheter and the sds balloon subsequently separated from the sds as it was retracted. An additional balloon was used to retrieve the separated portion of the device. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.device: against resistance. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.